Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose level was 313 mg/dl. Customer administered a bolus.